Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification and no failed battery test alarm was noted. The insulin pump had intermittent button response due to light moisture damage on the keypad traces. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump restarted and the customer received a failed battery test, while changing the infusion set. Buttons stopped responding. The customer was advised to discontinue use and revert to a back-up plan. Customer's blood glucose was 5.4 mmol/l. Nothing further was reported.